Event description:
The patient reportedly experienced overly loud stimulation. External equipment was exchanged and programming adjustments were made. However, this did not resolve the issue. Testing of the device confirmed that the device is functioning. The patient's device was explanted.